Manufacturer narrative:
Based on the details of the events during support, there is not enough evidence to exclude the impella cp device as an associated factor to the patient's demise outcome. The impella rp flex was explanted, patient remained on impella cp support and experienced further complications one leading to amputation. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states)-¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions - including catheter position, pre-existing medical conditions, and small left ventricular volumes - may also play a role in patient susceptibility to hemolysis.¿ section: suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device followed by an impella rp flex device for bipella mechanical circulatory support. One day after start of the bipella support, the patient lost pulses in the foot. Upgrade to an impella 5.5 from the impella cp device was being considered. The following day hemolysis was noted. The physician decided to remove the rp flex device at the bedside. An echocardiogram completed and showed impella cp a approximately 5cm and was, therefore, repositioned to measure 3.4 cm. The next day thereafter, it was noted the patient had a gastrointestinal bleed; blood products were given. The bleed worsened the following day and heparin drip was suspended. This day it was also noted poor to absent pulses had persisted over the weekend. The impella side leg looked ischemic, and the patient required amputation in response to the ischemia. The patient's family decided to provide comfort care only until the patient expired.

Manufacturer narrative:
No product was returned for evaluation. The cause of the retroperitoneal hemorrhage cannot be determined as insufficient clinical details were provided. The root cause of this ischemia was unable to be determined due to insufficient clinical details. The cause of the device in wrong position could not be definitively determined as insufficient clinical details were provided. The cause of the mechanical interaction with blood could not be definitively determined as data logs showed no definitive positioning or pump issues and clinical details did not note if repositioning resolved hemolysis. The pump passed all post-sterile inspection checks.